Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomena occurred due to a faulty ignitor board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus, and the customers allegation was confirmed. It was discovered that the unit failed full maintenance inspection due to e103 for a faulty lamp igniter and main board and replacement lamp and heatsink assembly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that during device maintenance, the visera elite xenon light source had an error (e103). The device had error code e103 occur due to failure of the igniter board, and the emergency lights turned on. No procedure involved and no patient harm was associated with this event.